Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported " 'load set' display does not appear when pump door is open and key is inserted' was reproduced as a system error 320. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch failed. Upper aux requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. The load set did not appear on the display when door is opened and key is inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.